Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the stimulator battery was replaced on (B)(6) 2015 due to normal battery depletion. The patient used the device all the time and just used up the battery. Leads were working fine, so they were not disturbed. The patient had recovered and was receiving effective stimulation.

Event description:
It was reported that there was no stimulation sensation. The patient woke up the middle of the night with her stimulator not working. She had lost her patient programmer (pp) to check the implant. She wondered if therapy would stop if the pp was out of battery. It was noted that the current implant was just over 2 years and all of the sudden it stopped. The patient suspected implantable neurostimulator (ins) battery depletion. It was later reported that it was unknown if the stimulator battery depleted or if troubleshooting was required. No actions were taken to resolve the issue. The patient had an appointment scheduled for (B)(6) 2015. It was later reported that the patient received assistance from her doctor or manufacturing representative (rep) on (B)(6) 2015. She still had concerns and thought her battery was dead, but she was working with her doctor and waiting to be scheduled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0349366v, implanted: (B)(6) 2004, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37083-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).